Event description:
It was reported that during an unknown procedure, the device could not be fired at the first stroke of the first firing. Procedure was completed with same like device. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Damaged one piece sled. The analysis results of the ecr60g found that it was received with the one piece sled damaged making the reload non-functional. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.